Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the tip was deployed, and when the lead was attempted for re-position, the tip would not retract. Suddenly, the ipl tip retracted into the lead. The physician attempted to extend the tip, and was unable to do so. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.